Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen at their clinic and the alert for rv (right ventricular) tip to rv coil low impedance was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rvtip to rvcoil impedance alert was triggered on the right ventricular (rv) lead for low pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.